Event description:
It was reported that during a right internal carotid artery stenting procedure, the nav6 filter and the xact stent were placed successfully over the distal segment of a long lesion. Proximal to the stent was some mild disease which was not planned to be stented. The filter recovery catheter was advanced, but would not cross the proximal stenosis. The recovery catheter was removed and the proximal lesion was stented. The nav6 filter was then recovered without issue. There was no adverse patient sequela. One day post procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The embolic protection system (eps) was returned with thick blood on the barewire, consistent with the reported use. The filtration element was not returned loaded into the recovery catheter. The tip of the barewire was bent in a j shape, consistent with tip shaping. There was no other damage noted to the eps. A pin gauge was used to measure the inner diameter of the recovery catheter pod. This met manufacturing criteria. The crossing profile was measured with a laser micrometer and met manufacturing criteria. During functional testing, the tip of the barewire was tugged to confirm that the core was intact. The barewire was backloaded into the recovery catheter and there was no resistance noted. Difficulty advancing the recovery catheter may include, but not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. To ensure this type of issue is not manufacturing related, as part of the manufacturing quality process, all embolic protection devices and retrieval catheters are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. In this case, based on the reported information, the difficulty advancing the recovery catheter appears to be related to interaction with the recovery catheter and proximal stenosis and/or the proximal end of the newly paced xact stent. After the failed attempt to advance, the recovery catheter was removed and the proximal lesion was stented. The nav6 filter was then recovered without issue. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) for this lot and there is no indication of a lot specific product deficiency. A query of the complaint database was performed and there is no indication to suggest a lot specific product deficiency. Overall, the reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency.